Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.0 cm balance middleweight .014 guide wire was used without any device issues for the first time in the procedure. Then, the same guide wire was removed and cleaned for another use. However, the device separated when it was correctly introduced into a non-abbott pulmonary artery catheter. The separated portion was retrieved with difficulty. A serious patient adverse effect may have occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to position and the reported difficulty to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was removed and cleaned for another use inadvertent mishandling resulted in compromising the guide wire and/or interaction with the guiding catheter as the guide wire was readvanced thus resulted in the reported difficulty to insert and ultimately resulted in the reported detachment; thus resulting in the reported difficulty to remove. The treatment appears to be related to the operational context of the procedure as the guide wire was removed with a snare device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The procedure was to treat the right coronary artery. The guide wire core became separated at the distal end inside the anatomy. The guide wire was therefore removed with a snare device and replaced with another unspecified device to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.